Manufacturer narrative:
The patient was released approximately on (B)(6) 2010. According to the customer facility, bwi products did not malfunction. If the customer returns the complaint product in the future, an analysis will be performed and a supplemental report will be submitted. Concomitant products: carto xp system ( catalog # m470001, (B)(4)). Stockert 70 system (catalog # s7001, (B)(4)). Coolflow® irrigation pump (catalog # cfp002, (B)(4)). Soundstar 10f-90, ge (catalog # sndstr10, (B)(4)). (B)(4).

Event description:
It was reported that during pvi isolation, the patient's blood pressure dropped. Ultrasound confirmed a perforation, and a pericardiocentesis was performed. The patient remained in the hospital.

Event description:
It was learned, through information received for another event regarding this patient, that the patient expired in the operating room. The patient experienced hemorrhage, then became hypotensive and was not resuscitable.

Manufacturer narrative:
The complaint product was returned to bwi by the customer and has been analyzed as required. (B)(4). The catheter passed visual test, electrical test, temperature bath test, generator test, patency/flow test and deflection test. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint cannot be confirmed.